Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed the pulse lead hipot test. Upon evaluation the yellow wire (pgnd) was found broken inside of the distribution node (dn). The cause of the code 204 and the failed hipot test is a disruption in communication between the electrode belt and monitor. The cause of the disruption is the broken yellow wire in the dn. The root cause of the open cannot be positively identified. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.